Manufacturer narrative:
Manufacturers ref#: (B)(4). It has been confirmed that (B)(4) (FDA ref#: 3002808486-2019-01891) can be close/cancelled with reference to (B)(4) (FDA ref#: ) as being the duplicate. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: it is alleged that "on or about (B)(6) 2013, [pt] was implanted with a cook celect filter after a hematoma due to warfarin use. In (B)(6) 2016, [pt] had a CT of her abdomen and pelvis done to evaluate her indwelling ivc filter. At that time, her radiologist noted that [pt]'s ivc filter perforating into the bowel lumen." "The cook filter was placed in [pt]'s body on or about (B)(6) 2013. The filter subsequently tilted and fractured. [Pt] also has good reason to believe her filter is no longer removable, as it has been in place for nearly three years. [Pt] was caused to undergo medical treatment as a result of the failure of the cook filter." Patient outcome: it is alleged that "[pt] is at risk for future cook celect filter fractures, migrations, perforations and tilting, as well as future recurrent dvt and/or pulmonary embolism. For the rest of [pt]'s life, she will require on-going monitoring of her condition. [Pt] is required to attend regular physicians' visits and to undergo imaging studies."